Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement on (B)(6) 2017 the lv lead was capped due to lead not capturing. There were no adverse consequences for patient and was doing well. Monitoring will continue.